Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/18/2024, it was reported by a sales representative via email that an ar-8625-16 headless compression screw tip broke during insertion. When the screw was placed and compressed, the surgeon noticed it was not compressing and found the tip broken. This was discovered during a bunion procedure on (B)(6) 2024. Additional information received on (B)(6) 2025. The sales representative is unsure if all broken fragments were removed from the patient. The case was completed using another headless compression screw from the same tray, but the size of the screw is unknown. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as misaligned insertion, and/or applying excessive force on the device during the insertion. Direction for use. (Dfu) compression screws. Section e, warnings. 4. The joint or osteotomy should be stabilized prior to insertion of the screw to prevent damage to the screw or inserter. The complaint is confirmed based on the customer¿s provided photograph, which shows an alleged ar-8625-16 headless compression screw, cannulated 2.5 x 16 mm, with the threaded tip missing/broken off.